Event description:
Related manufacturer reference number:2017865-2022-40285. It was reported that the right atrial lead and the right ventricular lead exhibited noise. The procedure was being performed for the scheduled generator change and it was discovered that both leads had an insulation breach. Both leads did not have exposed lead however the insulation appeared to be fraying. It was noted that the physician believe that this occurred due to the placement of the leads by the initial implanter, as the leads had a significant bend in them (hinge point). Both leads were capped and replaced. The patient was in stable condition.